Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an explant procedure on (B)(6) 2026 [related manufacturer reference number:1627487-2025-05513], one of the leads fractured and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.